Event description:
End user reported the following: statstrip glucose meter reading from capillary draw at 23:30 was 14 mg/dl. Reading from venous draw at 23:37 was 30 mg/dl. Pt was treated. Treatment unk. Lab reading from venous draw from unk analyzer was 106 mg/dl. Per end user no adverse effect for pt after treatment. MFR investigation of test strip retains and meter that was used for reported results could not confirm the customer report. Product performed to specification.